Event description:
A report was received that a patient was having difficulties charging. It was determined that the pt's implant was perpendicular to the skin surface. The patient's pocket was revised.

Manufacturer narrative:
Device remains in patient. A review of the manufacturing documentation of the explanted device found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.